Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod5 coils. During the procedure, the physician had difficulty advancing another manufacturer's microcatheter through the sheath and then had difficulty advancing a pod5 coil through the microcatheter. The physician indicated that he may have kinked the microcatheter when he was trying to insert it. Subsequently, the pod5 coil became stuck inside the microcatheter. Therefore, the physician retracted the coil. However, while the coil was being retracted, it unintentionally detached within the microcatheter. The microcatheter containing the pod5 coil was removed from the patient and the procedure was then completed using a new px slim delivery microcatheter (px slim) and a new pod5 coil. There was no report of an adverse effect to the patient.